Event description:
It was reported to boston scientific corp that during a procedure (type unk) using a capio open access suture capturing device, the needle detached from the suture, inside the patient. The physician performed an x-ray which was inconclusive in locating the needle. The needle was left inside the patient's tissue (area of body unk). No other info was provided regarding this event or the patient's condition.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.